Event description:
It was reported that the asymptomatic patient presented in clinic for routine generator change. During the procedure the physician noticed an insulation anomaly on the right atrial lead (ra). The ra lead was revised with a silicone repair kit on (B)(6) 2022. The patient was stable.